Manufacturer narrative:
(B)(4). Method: two of the three subject rt380 breathing circuits were returned to fisher & paykel (f&p) healthcare in new zealand. The third rt380 breathing circuit was not returned by the healthcare facility. The two returned breathing circuits were visually inspected and analysed. Results: visual inspection of the first device identified a crack in the mr290v humidification chamber dome, located along the base. Further cracks were observed in one of the chamber ports. Visual inspection of the second device identified two cracks in the mr290v humidification chamber dome. Material testing was performed on both returned humidification chambers. The test results suggest that the chambers had been exposed to incompatible chemicals resulting in stress cracks which have then migrated along the wall of the chamber domes. Conclusion: our investigation identified multiple cracks on the domes of the mr290v vented autofeed humidification chambers. Based on our investigation, the results indicate that the devices may have been in contact with chemicals, causing the cracking observed in the chamber dome. The mr290v vented autofeed humidification chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions that accompany the rt380 breathing circuits state the following: do not use the chamber if the seals are not intact when received, or if it has been dropped. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A healthcare facility in germany reported via a fisher & paykel (f&p) healthcare representative that three mr290v autofeed humidification chambers, provided as a part of three rt380 adult dual heated evaqua2 breathing circuits, were found cracked and leaking water during patient use. The patient experienced tachypnea. There was no patient harm reported.

Manufacturer narrative:
(B)(4). The subject rt380 adult dual heated evaqua2 breathing circuits have been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in germany reported via a fisher & paykel (f&p) healthcare representative that three mr290v autofeed humidification chambers, provided as a part of three rt380 adult dual heated evaqua2 breathing circuits, were found cracked and leaking water during patient use. The patient experienced tachypnea. There was no patient harm reported.